Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited dislodgement in which an inappropriate shock was delivered. This lead was then successfully repositioned and remains in service. No additional adverse patient effects were reported.